Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received : corelab review of CT scans taken approximately 1.5 year post-index procedure identified one stent fracture in ring 11. The maximum aortic diameter was 58.7mm. The same fracture was identified on cta taken one year later, with a maximum aortic diameter of 51.5mm. A new stent fracture was identified on cta taken approximately 2.5 years post-index procedure , resulting in a total of 2 stent fractures in ring 11. The maximum aortic diameters on the 2.5 year cta and on subsequent ctas from approximately 3 years , 4.5 years , and 5 years post-index procedure were 48.5mm, 51.5mm, 58.8mm, and 61.3mm, respectively. The same 2 fractures in ring 11 were observed in these images. It was noted that the most distal strut had fractured and separated. The images were not evaluable/applicable for stent ring enlargement assessment. The data provided is for the next largest strut. It was noted that there was no endoleak, stent ring enlargement, stent ring detachment, or aortic enlargement in any of the images reviewed by the corelab. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that no endoleak was observed secondary to the stent fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it is believed that the event resolved after the relining procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a thoracic aortic aneurysm. It was reported approximately 7 years post the index procedure follow up identified a distal stent ring was fractured. Intervention was completed and the stent graft was relined. The cause of the fracture is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.